Event description:
A call was received reporting a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, successfully reset their pump, and the sensor session was restarted without any recurrence of the error.